Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the heartmate ii controller was overheating and warm to touch. There were frequent backup battery faults even though the backup battery was exchanged. There were backup battery fault alarms.

Event description:
The alarms resolved after changing 11 volt battery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery fault was confirmed via log file analysis; however, the reported event of the system controller feeling very warm to the touch was not confirmed. The system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 21 days (20jul2020 ¿ 10aug2020 per timestamp). Backup battery fault and yellow wrench advisory alarms were active on (B)(6) 2020 at 10:20:11 due to a backup battery signal fault and a backup battery load test failure. The alarms cleared on their own. These alarms did not affect the controller¿s ability to operate the pump at its set speed. There were no other notable alarms active in the log file. The system controller was functionally tested and was found to perform as intended. The system controller¿s temperature was measured during extended operation and the recorded temperature was found to be within design specifications. The system controller was able to operate a pump without issue. Additional information stated that the reported event of backup battery fault alarms resolved after exchanging the 11v backup battery. A root cause for the reported events could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 2 system controller (serial# (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped on (B)(6) 2019. The heartmate ii patient handbook and heartmate ii instructions for use (IFU) both contain a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate ii IFU, heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarm that instructs the user to ¿call your hospital contact as soon as possible for diagnosis and instructions¿. The heartmate ii IFU lists acceptable temperature ranges for all equipment, including the system controller. Section 8 ¿equipment storage and care¿ in the IFU also lists acceptable temperature ranges for storing all equipment, including the system controller. Both the IFU and patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.